Event description:
During a supraventricular tachycardia procedure, power issues with the ep-4 stimulator resulted in the cancellation of the procedure. The stimulator turned off and could not be switched back on, only the display would work. The procedure was stopped and there were no consequences to the patient as a result of the cancellation. The procedure will be rescheduled for the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.